Event description:
Failed "wiper gasket" in device caused blood to back up into swan-ganz catheter sheath during open chest resuscitation in ICU. This failure delayed volume infusion while new IV access was established. Resuscitation was unsuccessful and pt died.